Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.